Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure as the surgeon missed the refractive goal. A new zmb00 lens with 19.5 diopter power (serial number: (B)(4)) was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection showed that the lens was received cut in two pieces whereby the optic was damaged and scratches were present. The lens condition is consistent with a lens that has been explanted from the patient's eye. Visual inspection using a microscope at 12x magnification revealed the lens to be tecnis multifocal acrylic 1-piece intraocular lens. The initial report stated the doctor missed the refractive goal and indicated that it was not a product complaint. The manufacturing record review indicated that there were no associated nonconformity material reports with respect to the production order number. There were no process and / or material changes within the production order number. The sterilization batch was released with no non-conformances. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): explant of intraocular lens. Refractive error.all pertinent information available to the manufacturer has been submitted. Placeholder.